Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) upgrade procedure. The right ventricular (rv) lead was prophylactically capped and replaced on (B)(6) 2021 during the procedure due to it being an advisory product. There were no product malfunctions seen. The patient was asymptomatic and stable throughout the procedure.